Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted (B)(6) 2012, dtbb1d1 ICD, implanted (B)(6) 2016.

Event description:
It was reported that there was a lead alert warning for left ventricular tip to right ventricular coil high impedance. The lead had dislodged. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.